Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the charge circuit timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the charge circuit timeout and excessive charge time. Battery analysis revealed no internal battery shorting. Lithium-severing and partial lithium-severing was observed. The excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was replaced due to reaching normal battery depletion. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.